Event description:
It was reported that sampling was conducted without pushing sample button. Replaced a probe with another, and procedure was completed. It was further reported that the issue occurred during sampling. When the opener was closed, disconnected the needle and replaced with another needle. Then procedure was completed. No error messages were displayed. A patient was involved, however there was no injury reported.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sampling was conducted without pushing sample button. Replaced a probe with another, and procedure was completed. It was further reported that the issue occurred during sampling. When the opener was closed, disconnected the needle and replaced with another needle. Then procedure was completed. No error messages were displayed. A patient was involved, however there was no injury reported.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor ultra serial number (B)(6) was received at the medicon inc. The encor ultra was visually inspected upon receipt and no physical damage was found to the unit. The device was functionally tested and passed the tests during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device sampling on its own issue. The root cause for reported device sampling on its own issue cannot be determined as the problem could not be reproduced. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. G3, h3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.